Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up # 1: date of submission 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: the black box and alarm history showed cs 012 call service alarms. The pump powered up correctly during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and no call service alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate ¿call service alarm¿ complaint and the product performed within specification. The battery cap was not returned with the pump and a test cap was used to complete the investigation.